Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficult to remove the stent delivery system (sds) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience xpedition referenced is filed under MFR report # 2024168-2016-03987.

Event description:
It was reported that during a procedure of the heavily calcified, mid left anterior descending artery (lad) the xience xpedition stent delivery system (sds) became stuck on an abbott balance middleweight (bmw) guide wire 0.014 guide wire during manipulation at the lesion and the stent could not be implanted. The devices were removed together and a different xience xpedition was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.